Event description:
It was reported that the stent foreshortened, requiring an additional device. This 7x60, 130 cm eluvia drug-eluting vascular stent system was selected for use during an iliac artery stenting procedure. The left iliac artery was 90% stenosed, mildly tortuous, and severely calcified. During the procedure, the vessel was predilated, then when this eluvia stent was deployed, it was noted that the stent was not positioned correctly and foreshortened by approximately 40%. Thereby resulting in incomplete coverage of the lesion. The lesion was post dilated using a non-boston scientific balloon. The eluvia stent remained implanted, and the procedure was completed with a different device. There were no patient complications as a result of this event.